Manufacturer narrative:
The device was received for evaluation. During evaluation, the device powered off without user input. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be dried liquid substance on the back flex battery contact pin which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device powered off without user input. No additional information is available.